Event description:
The patient reported, she has received repeated e4 (occlusion) messages on her insulin infusion device for the last 2 1/2 weeks. She stated that last night her blood glucose readings were affected in that they elevated as high as 320 mg/dl with her normal range being 70-90 mg/dl. She stated she corrected her blood glucose levels by changing her infusion set tubing and bolusing insulin. She said her symptoms were a tightening in her shoulders, stomach pain and headaches. During troubleshooting, the patient stated the adapter and battery cover on her infusion device have never been changed. She said she changes her infusion headset every 3-4 days and was advised against using the headset for more than 3 days because of the risk of occlusions. On follow up, the patient stated she has switched to her backup infusion device and received an e4 message on it also. To troubleshoot, the patient was instructed to disconnect from her headset and bolus into the air and she received an occlusion message. She was instructed to remove the tubing and bolus through the adapter which went through without error. She was then instructed to attach the same tubing and try to prime but she received an occlusion error. She was instructed to attach a new tubing and prime which went through without error. When asked if her insulin might be crystalizing, the patient stated she noticed the errors began when she started using her current insulin. She stated she would check on the insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.